Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 400 mg/dl and customer delivered a bolus lowering bg to 78 mg/dl in less than an hour. As customer had over 1 unit of insulin on board, customer was admitted to the hospital. Juice was consumed to address low bg. Bg elevated to 400 mg/dl and intravenous fluids were administered along with a pump bolus. Bg lowered (164 mg/dl). Customer was discharged on (B)(6) 2019 with no permanent damage. Customer was using admelog insulin in the cartridge and customer suspected it was the cause of the fluctuating bg. Tandem technical support (cts) reminded customer that admelog was not labeled for use with the pump. Pump system check with cts found the pump functioning properly. Reportedly, customer discussed the event with a healthcare provider.